Event description:
The user facility reported an 81-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. During support, there were low pump flows on the impella cp. The pump behaved like it ingested clot, but activated clotting time was over 330. The pump was repositioned multiple times. Staff bolused fluid and placed patient on a saline drip, still motor current kept getting flat. Aortic and left ventricle placement signals continued to separate and continued to get reduced flows and suction events. The patient was stable following percutaneous coronary intervention so the impella cp was explanted.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the low pump flow and access site bleeding has been completed. The impella device was not returned for evaluation. Data logs reported low pump flow from the start of the case while operating at p-level above p6. No motor current spike or trending placement sign was reported during the case. The cause of the issue was not determined since product was not returned and sufficient clinical information was not provided. Added- h6 impact code 4628.